Event description:
Caller states that inform base casing and housing near interconnector port and several interconnector port pins appear burned/melted. No adverse event reported. A request was made for the return of the base, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).